Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported via the app store comments that "alert/notification settings issue" occurred. The patient reported that the device was not compatible with their phone due to the update that occurred on (B)(6) 2026. Due to this issue, the patient reported that is caused a life-threatening event with a low below 20 mg/dl without notification. There is no patient contact information to follow up for additional event details. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported via the app store comments that cgm app and os incompatible due to unsupported os on smart device occurred.

Manufacturer narrative:
(B)(4).